Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis utilizing the ifuse implant system placing three ifuse implants. The patient had increased right si joint pain from two weeks to two months post-op. A CT scan showed a right iliac wing fracture and bilateral alar fractures. Patient was treated for osteoporosis. Another CT scan on (B)(6) 2013 showed that the fractures were healed but the si joint pain was still present. On (B)(6) 2013, the surgeon performed an ifuse implant revision surgery where he added an additional three ifuse implants (7x40mm, 7x50mm and 7x50mm) anterior to the existing three implants on the right side. The surgery was performed without complications the patient was seen by the surgeon on (B)(6) 2013 and per the surgeon was doing ¿extraordinarily well.¿

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and fmea, the most likely root cause could not be determined. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7035-90, lot# 7914003181006, manufactured 01/12/12, expires 2015-02; p/n 7040-90, lot# 8047003363007, manufactured 05/0712, expires 2015-07; p/n 7045-90, lot# 8078003696004, manufactured 06/18/12, expires 2015-08.